Event description:
The patient presented in clinic on (B)(6),2017 for the follow up. The alert was sent on (B)(6). 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the clinic for scheduled follow up. Upon interrogation shorted output stage detection alert was noted for potential high voltage circuit damage. The patient underwent a breast reduction procedure on the same day involving cautery use near the device which was likely to be the cause of the alert. The device was explanted on (B)(6) 2017. The patient was stable post procedure.